Event description:
The tip of the screwdriver broke. It was noticed during instrument preparation.

Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: the returned screwdriver with self-holding feature shows normal traces of use. The breakage surface shows the typical structure of a forced brittle fracture which indicated through the river lines; no plastic deformation, especially along the edge of the breakage surface was found. The appearance of the breakage surface indicates a (forced) brittle breakage of the screw driver due to overload, most likely by bending stresses. A review of the labeling did not indicate any abnormalities. Based on the investigation performed the root cause of the reported event is related to inadequate handling by the user. If any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The tip of the screwdriver broke. It was noticed during instrument preparation.